Event description:
It was reported that the patient's left ventricular lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.